Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, heavily calcified, restenosed, proximal right coronary artery (rca). A xience prime stent was implanted in the proximal rca, then a 4.0 x 15 mm xience prime was advanced to the lesion; however, it could not cross. When removed from the anatomy, there were stretched stent struts. After the procedure, the stent dislodged. The procedure was successfully completed with balloon dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent damage and dislodgement were confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the procedure was to treat a chronic totally occluded, heavily calcified, restenosed, proximal right coronary artery. It should be noted that the instructions for use (IFU) states: the xience prime everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on the information reviewed, it is likely that the IFU deviation caused or contributed to the reported difficulties.